Event description:
It was reported that the user experienced loss of glucose values on the ilet despite continuous readings on the dexcom g7 continuous glucose monitor (cgm) app, indicating signal loss between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. User support included review of device data and user interview, confirming repeated communication interruptions between the dexcom g7 and the ilet while the dexcom app continued to display values. Investigation of this case revealed intermittent cgm-to-ilet connectivity issues consistent with signal loss, with contributing factors potentially related to competing bluetooth connections; education was provided to adjust bluetooth settings and disconnect the smartwatch to restore stable pairing. It was concluded, based on previously established findings for similar reports, that the cause was communication interference from another device leading to loss of sensor data transmission to the ilet.

Manufacturer narrative:
Initial.